Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited noise oversensing resulting in pacing inhibition. Programming changes were completed for the rv lead and a lead replacement procedure is anticipated for both leads. The patient is asymptomatic and in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt code: 4582. Device codes: 1438, 3273, 1439. Ref: mw5180054.